Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, devices analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 7 months post implantation due to suspected loosening. As of the date of this medical investigation, no supporting clinical documentation has been provided. Reportedly, implant loosening necessitated the revision; however, definitive contributing clinical factors could not be concluded based on the limited information provided. The patient impact beyond the reported suspected loosening and revision cannot be determined. No further medical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers legion narrow cruciate retaining oxinium size 4n right, genesis ii non-porous tibial baseplate size 3 right, legion cruciate retaining high flexion highly cross linked polyethylen over 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of complaint history revealed similar events for the listed device gns ii resurf pat 35mm over 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee system revealed looseness of components as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as possible adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021, the implants were suspected to be loose. A revision surgery was performed on the (B)(6) 2022 to treat this event. All the devices were explanted. The current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).